Event description:
The customer reported that during a treatment, access and return disconnection alarms occurred from 07:52 to 08:12. At 09:00 a registered nurse noticed there was clear fluid in the access line (no alarms) with access pressure around -20 mm/hg or less (rn did not remember return pressure). Rn was concerned about the pt and stopped the treatment without return the blood. The pt lost 107ml of blood.

Manufacturer narrative:
No pt injury reported. A gambro technician inspected the machine. He checked all pressures and scales. No problem was found. Clotting in lines prior the anticoagulation infusion point is a known clinical problem in extracorporeal circuits. In case of sudden clotting and depending on the position of the access pressure pod, the machine might not be able to set off the appropriate alarm(s). The "before you get started" chapter of the prisma operator's manual has a specific waring related to possible coagulation problems: "due to the nature of use the prisma set (low blood flow rate, extended treatment time, and other special factors), the possibility for coagulation within the blood flowpath is substantially enhanced. Give careful attention to the possible medical hazards associated with coagulation of the blood flowpath."